Event description:
The company received a report where it was claimed that the tube following one week of pt use the end clinicians heard a intermittent leak but could not identify the source of the leak. The end clinician elected to inspect the tube and during the tube separated from the 15mm connector. The end clinician extubated and reintubated with a replacement tube.

Manufacturer narrative:
Part number# 100-80-1 is not distributed in the u.s.; however is a device of essentially identical design distributed in the u.s. Applicable 510k# for u.s. Distributed part is k871204. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Manufacturer narrative:
Part number# 100-80-1 is not distributed in the u.s.; however is a device of essentially identical design distributed in the u.s. Applicable 510k# for u.s. Distributed part is k871204. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.